Event description:
It was reported that during the loading sequence, multiple cartridges were leaking at the septum. There was no reported adverse impact to customer's blood glucose. Customer loaded another cartridge to resolve the issue.